Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26oct2020.

Event description:
It was reported to philips battery is malfunctioning. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4:15dec2020. B4:16dec2020 . The service engineer (se) confirmed the error code consistent with battery failure was present in the significant log. The se confirmed the battery was replaced, and the reported issue has been resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.